Manufacturer narrative:
The end cap that fell is designed for use when a flat screen video monitor arm is on the arm. This cap is engineered so the video cables pass through it. This cabling helps ensure the cap does not detach and fall, should the cap collide with other devices. A maquet field service technician (fst) evaluated the device. The fst observed that the internal part of the cap was cut away. He repaired the device and returned the unit to service. The installation manual of the device includes the instructions to cross the cables inside the cap.

Event description:
The hospital reported that the end cap on the monitor arm fell off in operating room 11. There was no patient involvement, no injuries were reported. (B)(4).